Manufacturer narrative:
The reported failure has been unconfirmed, due to the failure being called into technical support. The control board was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'vext_ref out-of-range', a minimum shutdown alarm. There was no report of patient involvement.